Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. There was evidence of moisture corrosion inside the battery compartment and on the battery cap. The returned battery cap was able to fit securely. A leak test showed no leaks. The pump is unable to power on and was completely unresponsive due to moisture corrosion. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.